Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft break. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device, is filed under separate medwatch report number.

Event description:
It was reported that two 3.5x19mm graftmaster stent delivery catheters were prepped per IFU without issues. Prior to insertion into the guide wire and guide catheter, both catheter shafts had broken. No other device issue was observed. There was no separation noted, however, the break was substantial enough to not use the device in a procedure. There was no patient involvement. No additional information was provided regarding this device issue.